Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the pump's black box review showed no pump reboot event. No unusual alarms were observed in the alarm history. The battery compartment and cap were undamaged and the battery cap was able to fit securely. The pump powered on and displayed the verify screen normally. The cap was fastened and then unscrewed a half turn with no reboots occurring. The pump was primed and exercised for a 24 hour period with no power interruption occurring during the test. The pump¿s cover was removed and inspection showed no intermittent condition to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the pump was unable to power on with no audio tones or vibrations. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).